Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was being charged and received a power source alert once the battery reached 65%. Reportedly, the pump continued to receive the alerts despite the attempted use of multiple cables and power sources. There was no impact to the customer's blood glucose (bg) level. Customer indicated that the current pump would continue to be used for diabetes management.